Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Caller reports they have low setting, but had a jolt sensation real hard about 3 days ago. Caller reports they saw a mdt rep yesterday. Caller reports the handset is requesting them to enter the serial number of the communicator. Caller reports they cannot see the serial number of the communicator. Caller do not have any other helper at home. Redirect caller to patient's hcp. Rep replied and noted they saw pt and tried to help them. Rep would meet with pt again.

Manufacturer narrative:
B3: event date is date valid.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the patient had difficulty following the paring instructions for the external devices over the phone and had to meet in person several times. The jolting sensation was just the stimulator when the patient was in different body positions as it felt stronger to her. Reprogramming was done and the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.